Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There is no relationship between the device and the reported event as the wand did not exhibit an elevated temperature. Visual inspection under magnification shows minimal electrode wear with discoloration present on the spacer. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an e-5 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and the ablate and coag performed as intended. A hand held temperature device was used to measure the handle temperature and registered 72 degrees fahrenheit and was cool to the touch. The suction line was tested and saline flowed through-out the line without hesitation; therefore, performed as intended. Functional testing confirmed that the wands handle did not exceed 72 degrees fahrenheit and was cool to the touch; therefore, the complaint could not be verified and a root cause could not be determined with confidence. Factors that could have led to the handle overheating includes: the customer misinterpreting the suction line becoming warm as the handle heating up, or the saline flow could have slowed due to tissue or debris obstruction allowing heat to radiate from the suction lumen inside the handle. There are no indications that would suggest the wand did not meet product specifications upon release into distribution.

Event description:
It was reported that the device overheated and became too hot for the surgeon to hold. The procedure was successfully completed using a back-up device. No patient or user injury reported.